Event description:
Customer reports that during a stent procedure the fluoro monitor failed. Staff was able to complete the procedure using the control room monitor which is located outside the room. No reported injury. No additional details are known.

Manufacturer narrative:
Field service engineer (fse) troubleshot imaging system and found the input was in the wrong connector. Fse moved input to correct connector then found that the left side monitor had a large black spot on upper right corner of the display. Fse replaced the monitor and performed system check checklist. The unit passed checkout procedures and was returned to full service.